Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: "when opening the package, it was found the IV cannula had foreign matter in it." (B)(6) 2022 received a sales rep update, the event description is updated as follows: "there was a foreign matter in the needle. The needle had been punctured into the patient's body, and the foreign body fell off when it was pulled out for examination, it was uncertain whether it entered the patient's body."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter on IV cannula was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode as a physical sample would be needed to determine the type of fm on the cannula. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on the device cannula. The following information was provided by the initial reporter. The customer stated: "when opening the package, it was found the IV cannula had foreign matter in it." (B)(6) 2022 received a sales rep update, the event description is updated as follows: "there was a foreign matter in the needle. The needle had been punctured into the patient's body, and the foreign body fell off when it was pulled out for examination, it was uncertain whether it entered the patient's body."